Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Photographs were provided which confirm the instrument is broken. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device product code gdj.

Event description:
It was reported the instrument broke during surgery. The broken piece did not fall into the patient and there was no patient injury or delay in surgery as a result of this event. A back-up instrument was available and the surgery was completed successfully.